Event description:
Within two months post treatment with bovine collagen, the pt experienced hypersensitivity at the injection sites. The pt was treated with intralesional kenalog and topical steroids.